Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid mass (follicular neoplasm of thyroid), hemithyroidectomy, chickenpox, human papilloma virus infection, suicide attempt and lobectomy (thyroid). Concurrent conditions included bipolar disorder, nontoxic uninodular goiter, breast mass, dysfunctional uterine bleeding, menses irregular and pelvic adhesions. Concomitant products included alprazolam (xanax) since 2007, imipramine hydrochloride (tofranil) since 2007, lamotrigine (lamictal) since 2007, levonorgestrel (mirena) since 2007, levothyroxine sodium (synthroid), norethisterone (micronor) and topiramate (topamax) since 2007. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/migraines / headaches"), alopecia ("hair loss/hair loss"), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder and yeast infections"), fungal infection ("infection (bladder/urinary tract/vaginal) type: bladder and yeast infections"), urticaria ("rashes or skin conditions type: itchy welts"), pruritus ("rashes or skin conditions type: itchy welts"), headache ("migraines / headaches"), nausea ("nausea"), visual impairment ("neurological conditions or problems type: vision issues"), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced scar ("scar tissue accumulation was problematic during essure removal"). In 2016, the patient experienced thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), depression ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), insomnia ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), eye disorder ("vision/eye problems"), uterine pain ("uterine pain"), abdominal pain lower ("left lower abdominal pain"), pain of skin ("skin pain"), breast pain ("breast pain"), ovarian cyst ("ovarian cyst"), rash ("skin rash") and abdominal distension ("left side swelling on abdominal area"). The patient was treated with surgery (lavh, bilateral salpingectomy hysterectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the genital haemorrhage, cystitis, fungal infection, depression, anxiety, insomnia, headache, nausea, visual impairment, thyroid cancer, pelvic pain, fatigue, weight increased, eye disorder, uterine pain, abdominal pain lower, pain of skin, breast pain, ovarian cyst, rash and scar outcome was unknown, the urticaria and pruritus was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, breast pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fungal infection, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain of skin, pelvic pain, pruritus, rash, scar, thyroid cancer, urticaria, uterine pain, visual impairment and weight increased to be related to essure. The reporter commented: placement of essure on l side without difficulty (total of 2 coils noted), procedure then performed on r side with 5 coils noted. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: tubes blocked, no complications; in (B)(6) 2013: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety headache, depression, abdominal pain (lower),nausea, dysmenorrhea, dyspareunia, most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (general), infection (bladder/urinary tract/vaginal) type: bladder and yeast infections, psychological or psychiatricproblems condition: depression, anxiety, insomnia (only treated for anxiety and insomnia), rashes or skin conditions type: itchy welts and red streaks, migraines / headaches, nausea, neurological conditions or problems type: vision issues, tumor / teratoma / cancer type: thyroid cancer, pain, vision/eye problems, fatigue, weight gain (60 lbs.), hair loss were added. Patient's medical history and concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included thyroid mass (follicular neoplasm of thyroid), hemithyroidectomy, chickenpox, human papilloma virus infection, suicide attempt and lobectomy (thyroid). Concurrent conditions included bipolar disorder, nontoxic uninodular goiter, breast mass, dysfunctional uterine bleeding, menses irregular and pelvic adhesions. Concomitant products included alprazolam (xanax) since 2007, imipramine hydrochloride (tofranil) since 2007, lamotrigine (lamictal) since 2007, levonorgestrel (mirena) since 2007, levothyroxine sodium (synthroid), norethisterone (micronor) and topiramate (topamax) since 2007. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches/migraines / headaches"), alopecia ("hair loss/hair loss"), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder and yeast infections"), fungal infection ("infection (bladder/urinary tract/vaginal) type: bladder and yeast infections"), urticaria ("rashes or skin conditions type: itchy welts"), pruritus ("rashes or skin conditions type: itchy welts"), headache ("migraines / headaches"), nausea ("nausea"), visual impairment ("neurological conditions or problems type: vision issues"), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016 2 years 9 months after insertion of essure, the patient experienced scar ("scar tissue accumulation was problematic during essure removal"). In 2016, the patient experienced thyroid cancer ("tumor / teratoma / cancer type: thyroid cancer"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), depression ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), insomnia ("psychological or psychiatric problems condition: depression, anxiety, insomnia"), eye disorder ("vision/eye problems"), uterine pain ("uterine pain"), abdominal pain lower ("left lower abdominal pain"), pain of skin ("skin pain"), breast pain ("breast pain"), ovarian cyst ("ovarian cyst"), rash ("skin rash") and abdominal distension ("left side swelling on abdominal area"). The patient was treated with surgery (lavh, bilateral salpingectomy hysterectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved, the genital haemorrhage, cystitis, fungal infection, depression, anxiety, insomnia, headache, nausea, visual impairment, thyroid cancer, pelvic pain, fatigue, weight increased, eye disorder, uterine pain, abdominal pain lower, pain of skin, breast pain, ovarian cyst, rash and scar outcome was unknown, the urticaria and pruritus was resolving and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, breast pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, fungal infection, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pain of skin, pelvic pain, pruritus, rash, scar, thyroid cancer, urticaria, uterine pain, visual impairment and weight increased to be related to essure. The reporter commented: placement of essure on l side without difficulty (total of 2 coils noted), procedure then performed on r side with 5 coils noted. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-jul-2013: tubes blocked, no complications; in march 2013: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety headache, depression, abdominal pain (lower),nausea, dysmenorrhea, dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (in (B)(6) 2016 underwent a hysterectomy (essure and uterus were removed)). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.